Manufacturer narrative:
Following field service, the em assembly was determined to be the underlying cause of the issue. Em assembly removed and replaced. Original em assembly returned to healthtronics for further evaluation. Additional testing performed and device history records reviewed. This is the original em assembly shipped with the system which was manufactured in 2004.

Event description:
On (B)(6) 2013, cryo cs unit failed to boot up. After connecting ultrasound probe to cs unit, power switch turned on. While boot up process occurred regulators and gas hoses connected and gases opened. During this time, patient was brought into o.r. Startup menu displayed type of treatment required. At this time, I proceeded to drape the ultrasound probe. Patient was now under anesthesia. At this time cs unit began to turn off and reboot multiple times. I spoke to scrub tech and advised him of software issues. He then spoke to the doctor and procedure stopped while technical support was called. I spoke to tech support ((B)(4)) and it was diagnosed that problem needed to be scaled to a service technician. At that point, doctor preferred not to do surgery until cs unit was serviced. The unit was turned off and patient awoken.

Manufacturer narrative:
Unable to treat patient, case aborted, patient awoken. Technical support called. Issue escalated to service technician. Determined issue to be computer continuously rebooting itself. (B)(4) 2013 installed backup hard drive, booted system and performed a functional checkout with ultrasound. Cryo system worked as expected.

Manufacturer narrative:
Initial investigation, based on the symptoms and service records, concluded the reason for the occurrence was the electronics module assembly. As a result, the em assembly was replaced. However, continued issues with rebooting occurred after replacing the em assembly indicating the cause remained. Investigation into the issue led to the replacement of the power cord. Following replacement of the power cord, the issue of the system rebooting itself has not recurred. Failure mode - faulty power cord. Causes for this failure mechanism range from normal wear and tear to external forces such as pulling on or tripping over the power cord.